Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.

Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer pushes the insulin into the cartridge, then extracts it all back out, purges the air then fills cartridge back. Clinical support educated customer that pushing the insulin into the cartridge, then extracting it all back out, purging the air then filling the cartridge back is off label per the tandem user guide. Customer resumed insulin delivery. No reported impact to the customer¿s blood glucose level.